Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2002: CT cervical spine with contrast findings: mild to moderate disk desiccation and spondylosis present and mild central canal stenosis noted (B)(6) 2002: pre and post-operative diagnosis: cervical myelopathy with congenital cervical stenosis, radiculopathy, myelopathy, and degenerative disk disease at c4-5, c5-6, and c6-7 procedure done: anterior cervical microdickectomy c4-o, c5-o, and c6-7. Anterior cervical fusion c4-5, c5-6, and c6-7. Placement of interbody fusion cages c4-5~ c5-6, and c6-7. Placement of anterior instrumentation c4 through c7 harvesting left iliac crest bone graft. On (B)(6) 2004: pre and post op diagnosis: degenerative disc disease lumbar spine with spondylolisthesis at l4-5, status post previous decompression and fusion l5-sl with radiculopathy and spinal stenosis at l4-5. Procedure done: posterior lumbar fusion, l4-5 and l5-s1. Posterior lumbar interbody fusion l4-5. Reduction of dislocation l4-5 placement of segmental instrumentation with pedicle screws, l4-5 and l5-sl bilateral lumbar laminotomies at l4-5, bilateral lumbar re-do laminotomies at l5-sl. Placement of interbody fusion cage at l4-5, laminectomy at s2, posterior osteotomy at l4, and posterior osteotomy at l5. On (B)(6) 2007: pre and post op diagnosis: degenerative disk disease with radiculopathy, lumbar spine. Procedures done: lumbar diskography t12-ll,ll-l2, l2-l3, l3-l4. L4-l5, l5-sl with foraminal steroid injections tl2-ll. Ll-l2, l2-l3~ l3-l4. L4-l5~ l5-sl 11/12/2008: pre and post op diagnosis: degenerative disk disease with radiculopathy, lumbar spine. Procedures done: lumbar diskography t12-ll, ll-l2, l2-l3, l3-l4. L4-l5, l5-sl with foraminal steroid injections tl2-ll. Ll-l2, l2-l3~ l3-l4. L4-l5~ l5-sl (B)(6) 2008: pre andpost op diagnosis: degenerative disk disease, lumbar spine with radiculopathy of lumbar spine. Postlaminectomy syndrome, lumbar spine. Lumbar spondylolisthesis at l3-4 lumbar retrolisthesis at l2-l3 lumbar spinal stenosis. Lumbar kyphosis. Procedures done: posterior spinal fusion, li-l2, l2-l3, l3-l4, l4-l5, and l5-sl. Bilateral lumbar laminotomies, ll-l2, l2-l3, l3-l4. Bilateral redo lumbar laminotomies, l4-l5 and l5-51. Laminectomy at s2. Placement of segmental instrumentation, l1-s1. Placement of interbodyfusion cages, l3-l4. Reduction of dislocations at l2-l3 and l3-l4. Posterior lumbar interbody fusion, l3-l4. Posterior osteotomy, l2, l3, and l4. Harvesting of iliac crest bone graft. Posterior lumbar interbody fusion, l4-l5 andl5-s1. On (B)(6) 2010: pre andpost op diagnosis: lumbar spine infection, late hematogenous infections of lumbar spine with infection of hardware procedure done: irrigation and debridement of lumbar spine infected wound, removal of hardware, irrigation and debridement of exploration of posterior fusion and debridement of abscess, vertebral osteomyelitis at l2 and l3 with irrigation and debridement of epidural abscess from l1-s1. On (B)(6) 2010: physician follow up visit patient is continuing at home wound vac care continues to have severe back pain and bilateral leg pain and weakness pain medications renewed and will see back at next scheduled visit

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010, the patient with severe back pain and bilateral leg pain and weakness. On (B)(6) 2012, patient presented with lbp , neuritis and underwent MRI of lumbar spine. Impression: minimum bulge ta t9-t11 through t12-l1. Mild bulge at l1-2. Mild bilateral foraminal stenosis at l2-3 17 apr 2013, the patient presented for MRI of cervical spine. Impression: degenerative disk disease prominent at c3-4 with central canal stenosis and bilateral foraminal stenosis